Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent sensing on the implantable cardiac monitor (icm). Programming changes were performed to resolve the issue. The patient condition was stable.